Event description:
It was reported that during an unspecified procedure, the 'biosure' screw broke while implantation. The procedure was completed using a back-up device, but it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H2: additional information ¿a1, a2, b5, b6, h6: health effect - impact code¿. H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The distal tip is broken and several of the distal threads of the screw are deformed. There is debris on the screw. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image finds a fractured screw in a plastic bag on a smith + nephew box. The screw does have debris on it. Per case details, the screw broke into pieces during a cruciate ligament reconstruction procedure. All broken pieces were retrieved from the patient, the insertion site was cleared of all debris, and the procedure was completed using the originally drilled bone holes leaving no void in patient. The procedure was completed using a backup device in the same bone hole and a 1-30 surgical delay. No patient injury has been alleged. Therefore, no further clinical/medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a cruciate ligament reconstruction surgery, the 'biosure' screw broke while implantation, all broken pieces were removed from the patient using tweezers. The procedure was successfully completed with non-significant delay using a back-up device in the originally drilled bone hole. No further complications were reported.